Event description:
4/21 noted only 4cc urine output. Attempted irrigation without success. Failure of balloon to deflate after aspiration. Cut h2o instillation for balloon port off. Attempted aspiration using cath syringe without success. T 101.8 by passing urine bladder. Us=balloon intact. To ER-using us and suprapubic approach punctured balloon (blown). #26 f foley 3 tray 30 cc balloon inserted-frequent irrigation required for fragments, hematuria. Pt placed on cipro and pyridium.